Manufacturer narrative:
Concomitant medical products: 407652, lead, implanted: (B)(6) 2015; 6996sq58, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient present to the emergency department due to an audible alert. It was noted that the superior vena cava (svc) coil on the right ventricular (rv) lead had high impedance. The interrogation noted high undefined impedance in addition to prior instability of svc impedance trends. The lead remains in use. No patient complications have been reported as a result of this event.